Event description:
This pt received a shock from the device on (B)(6) 2011. The pt reported to the following physician's office on (B)(6) 2011 and the device could not be interrogated despite multiple troubleshooting attempts. This device was later explanted on (B)(6) 2011. Should additional information become available, this event will be updated.